Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was treated by the paramedics and taken to the hospital due to a low blood glucose reading of 31 mg/dl. The customer stated that he was wearing a sensor and it never alarmed to let him know that his blood glucose levels dropped below 100 mg/dl. Nothing further was reported.